Event description:
Rptr writes, "after wearing a tampax brand regular, slender tampon for 1 1/2 hrs I came down with toxic shock. I was taken to the hosp on 7/12/98 and admitted into the intensive care unit. My blood pressure was 35 to 37, my kidneys were not functioning correctly. Over the course of a couple of days I became very yellow in color, due to liver function. I survived, praise the lord, and returned home to my husband and three daughters!!! When I first came home I could not stand alone, my right hand and arm did not function. My hand could not hold a pencil. I have worked very hard to return to where I was before toxic shock but I have permanent nerve damage in my hands, feet, mouth, scalp, arm, shoulder and hand. Proctor and gamble said they are very sorry! My dr said he reported the case to the cdc and they would get a hold of me. No one has ever contacted me! I was told, and I believe the warning states 1/100,000 people get toxic shock. I personally know of 5 cases within this last year's time. I did everything according to the warning: I used the right size (regular-slender) for the 2 days of my period; I was 40 (not 15-30 highest risk); I wore it for 1 1/2 hrs (not overnite or 8 hrs). Our family took a trip to a water park this year and they had tampax dispensers in the bathrooms. There are no warnings on the dispenser machine. Often times summer heat and water = bacteria. Why don't we require they inform people of the potential danger they are purchasing to insert into their body until they have already purchased it? All tampon boxes have a very small statement printed on the bottom of the pack of the carton: stating "read and save enclosed info." This is wonderful if every consumer reads the entire carton. Proctor and gamble have been informed of my contact with toxic shock; however, they still sent my 13 year old daughter a sample of 8 in the mail. The carton states: "feel free, secure, assured, feel confident." This box also enclosed a helpful stand-up of how to insert the tampon, with no warning on the box, or stand-up. Tucked inside the box, under the stand-up is the box the tampon is located in. On the bottom of the back of the box is a very small mention of a warning inviting you to read the enclosed info if you care to know more about tss, a rare but serious disease that may cause death. The problem is most people intrigued by the product will never take the little box out and read it. They can just open the end, take the product out and continue with their step by step insertion. Why are they allowed to go after such a vulnerable age group, easily influenced. The group probably at the most risk, who have not had the chance to form the antibodies needed to fight such a quick moving disease? Please respond. I have written congress. My dr has contacted cdc, and no one is helping me. This co is getting away with marketing a very dangerous product to a very young age. My daughter is not the only 13 year old in our area that received this."